Event description:
Pdc rec'd a call on (B)(6) 2011 reporting medical intervention that occurred early that morning. Caller stated that pt was disoriented, sweating and not feeling well, and tested on the prodigy meter, twice. Both test were performed at 5:35am and came back with a reading of 87mg/dl. Medics were called and their meter gave a reading of 34mg/dl at 6:00am. Pt was given sugar water via an IV. Pdc sent replacement along w/ a prepaid envelope requesting return of suspect product(s).

Manufacturer narrative:
Product not returned. Eval could not be performed.